Manufacturer narrative:
Events were reported to have occurred on an unreported date four years later after the patient switched to apd. This report was received from a literature article. (B)(6) , successful treatment of fulminant encapsulating peritoneal sclerosis following fungal peritonitis with tamoxifen. Clinical nephrology, vol. 68 ¿ no. 2/2007 (125-129). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, a peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the events were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic (dose, routes and frequencies were not reported) for the events. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.